Manufacturer narrative:
The evaluation and repair of the ventilator has not yet begun. (B)(4).

Event description:
It was reported by a customer in (B)(6) that, during patient use, an 840 ventilator graphic user interface (gui) exhibited a 'loss of bd communication' alarm with a rolling thunder test failure. The ventilator stopped cycling. The patient was transferred to another ventilator. There was no reported patient injury.

Manufacturer narrative:
The evaluation and repair of the 840 ventilator has been completed. The covidien customer support engineer (cse) verified the malfunction, and replaced the graphical user interface (gui) printed circuit board (pcb), the breath delivery unit (bdu) pcb and the analog interface (ai) pcb. The software was upgraded to the current revision. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications.